Event description:
It was reported that spinal cord stimulator (scs) system had been removed due to infection. Culture was done and the results showed mycobacterium absessus. It was stated that "infection disease said that bacteria was associated with the hardware." Two days later, it was reported that it was unknown if it was the physician or the patient who had said "mycobacterium abscessus was associated with the hardware." It was stated that the patient was being treated with antibiotics and was doing well. It was also stated that the patient wanted to have her "sca" replaced as soon as possible. "Sca" was possibly a typographical mistake and should have been scs, instead.

Event description:
It was later reported that approximately 4-6 weeks post implant the patient developed minimal drainage at the lead incision site. It was noted this slowly progressed over several more weeks until an exam indicated evidence of purulence and increased drainage. It was noted laboratory evaluation reported as unremarkable. Surgical exploration performed with suggestion of infection. Initial gram stain and cultures were negative but ultimately grew mycobacterium abscessus. It was noted the physician was concerned as this organism had not previously been documented at thefacility. Physician was wondering if there had been any sterility issues or if the organism had been reported in the past. It was also noted the physician was informed by an infectious disease physician that the organism was associated with medical devices.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3777-45 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4) .